Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that the left ventricular lead was capped due to unacceptable thresholds and no capture. The device was explanted due to premature battery depletion. No patient complications have been reported as a result of this event.